Event description:
Additional information was received stating there was no patient harm.

Manufacturer narrative:
The product was not returned. Photos of the lens in the eye were made available. The photos were clarified that all three images are the serial number of this file. The reported crack could not be identified from these slit lamp images. However, other optic damage (scratches and scuff damage) was observed. A qualified viscoelastic was indicated. The root cause cannot be determined based on available information. Based on our observation of the attached slit-lamp photos, the reported crack damage was not able to be identified in these images. However, other optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the other damage observed in the slit lamp photos would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the observed optic damage is not manufacturing related. A review of the product history records indicate that the lens met all final release criteria. The sample was not returned for an evaluation. The lens remains in the eye. It is difficult to make a final determination without evaluation of the physical sample. It is unknown if the proper amount of viscoelastic was used in the device. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company¿s ovd qualified for use with the company¿s pre-loaded delivery system that has been allowed to come to the operating room temperature. The file indicated that a note will be placed into the patient's chart to monitor it properly. If additional information becomes available in the future, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
A physician assistant reported about a crack on the intraocular lens. This was noticed after implantation of the intraocular lens. The lens was retained in eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).